Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-16165. The patient received 2 leads from the same lot number. It was reported the patient had her scs system explanted. The explant date is currently unk. It was reported the patient experienced pocket heating and ineffective stimulation. No further info is available at this time.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.